Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to perform several corrective actions, such as disconnecting tubing, tightening the t:lock, delivering boluses, and replacing supplies. The issue with the occlusion alarm recurred initially, but the bolus was eventually completed successfully, and the customer was advised to resume insulin therapy.